Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The kink was unable to be confirmed however it is likely the hypotube separated at the kinked location. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed distal right coronary artery. A 2.5 x 18 mm xience v stent delivery system was being advanced to the lesion; however, it could not cross the lesion, the shaft kinked and after removal from the anatomy the shaft separated. The sds was removed and a 2.75 x 12 mm xience v was advanced but it also could not cross the lesion. The device was removed and the patient was referred to medical management. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.